Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The neck was extremely conical in shape measuring 24 mm in diameter at the renals, 5 mm lower it is 28 - 29 mm in diameter and 1 cm distally it was 30 mm in diameter, the total length of the neck was 15 mm. It was reported that there was a proximal type 1 endoleak due to the conical neck. The stent graft was ballooned several times with a reliant balloon; however, the endoleak did not resolve or improve. The stent graft was intentionally pulled down to the 28 mm diameter area using the reliant balloon and then a cuff was placed and this successfully resolved the type 1 endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Eval, results & conclusion: (conically shaped aortic neck).